Event description:
Patient was revised to address knee pain possibly due to malalignment of the joint.

Manufacturer narrative:
No products were returned for examination. Product information required to retrieve the device history records for review and search the complaint database was not provided. The investigation was limited to the information provided and no conclusions could be drawn about the reported knee pain. Provided information stated poor device alignment was a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.